Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due to allergic reaction and possible infection. Reportedly, the patient had a discharge seen on the implant site during the routine clinic follow-up. Furthermore, the patient was sent for an allergy test. No adverse patient effects were reported. The ICD was explanted.